Event description:
It was reported that the user changed their ilet target recently and subsequently experienced frequent low glucose readings, with no confirmation by fingerstick at the time of the calls and no hypoglycemia symptoms reported; the user also expressed uncertainty about proper meal announcements and had been announcing snacks while trending down. Symptoms included asymptomatic reported hypoglycemia. Outcomes included self-treatment guidance to use oral glucose and education on correct meal and snack announcements. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no confirmed device malfunction, with contributing factors likely related to user technique, including unconfirmed cgm lows and announcing snacks while glucose was trending down, which can bias ilet insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.